Event description:
It was reported that the resident was using the sara 3000 active floor lift for the first time. Following the transfer, the resident complained of arm pain. The resident sustained a fracture of the right arm and was taken to the emergency department. The resident was hospitalised (B)(6) 2025.